Event description:
A distributor reported an end user experienced an issue when using a stf 5f m.I. Kit 45cm nt/t echo. The physician accessed the femoral artery with the access needle. They then inserted the 0.018 guidewire through the needle, removed the needle and inserted the introducer. They attempted to remove the 0.018 wire from the introducer in order to exchange it for a 0.035" wire, however, it was stuck. The physician forcefully pulled the wire, and the wire broke into two pieces while inside the patient. The retained portion of the wire was removed via snare. The procedure was not completed due to this event. The patient did not experience any harm as a result of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).